Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring intra-hepatic. Unknown how the procedure was completed. There was no patient consequence reported. The device was discarded. There is no further information available.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.